Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a hospitalization on (B)(6) 2015 for high blood glucose levels. The customer's blood glucose level at the time of call was 118 mg/dl, but was 404 mg/dl at the time of admission. The customer's symptoms included nausea, vomiting, and diarrhea. The customer was not wearing the device at the time of admission and was off the device 24 hours prior to admission. The customer was treated with an insulin drip. The cause per the health care provider was diabetic ketoacidosis. The caller declined to troubleshoot. The caller was informed that the device was working as designed, however the caller insisted on receiving a replacement device. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery error alarm noted. No insulin smell, moisture damage inside the reservoir compartment or motor noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.